Event description:
Customer called and reported that she noticed a leak in the plasma tube under the pump tubing organizer (pto) at 1208 whole blood processed (wbp). Customer wanted advice on how to proceed. Css advised the customer to abort treatment and the customer followed advice. Patient was stable after the procedure. No cleanup needed as all the blood was contained in the pto. The customer has agreed to return the kit for investigation. Pictures were also provided.

Manufacturer narrative:
Device was used for treatment. A batch record review was performed for lot d302. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for tubing leak. A corrective and preventive action was initiated for tubing leak and is now closed. This assessment is based on the information available at the time of the investigation. The kit, smartcard data and photos associated with the complaint were returned for analysis. Analysis of the returned kit, smart card data and photos is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).

Manufacturer narrative:
Photos and the pump tubing organizer (pto) were returned for analysis. The photographs provided by the customer show signs of a leak from the 3 way connector in the plasma line on the left side of the pto. The returned pto was tested under pressure and a leak at the 'y' joint bond to the plasma line was confirmed. The bubbles that appeared indicate a failed seal between the tubing and the port. Tubing bond indicates a likely root cause of manufacturing operator error. A corrective action was implemented and as part of it, all manufacturing operators were re-trained.